Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the complaints for valve malposition and migrated valve were unable to be confirmed as relevant information was not in medical record or imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "upon inflation of the initial valve +3cc, it was noted that the outflow end of the balloon had inflated prior to the inflow. This, along with decreased compliance of the distal pa, caused the valve to deploy much shallower than anticipated, around 50/50. There was calcium underappreciated in the conduit causing the balloon to meet resistance. A second 29mm s3 was prepped, and it was attempted to deploy in the desired location while immobilizing the initial valve. Upon inflation at nominal volume, the second valve was deployed within the first valve, again with the outflow end inflating to near full volume prior to the inflow. When the delivery system was withdrawn, it was noted that both the first and second valves had migrated deeper into the rvot. The decision was made to stabilize the two valves with the system and sheath, and the patient was taken to the or for surgical removal and repair." Per edwards clinician conclusion of review of medical records, "records do contain information that may have explain what contributed to the fact two 29mm s3 valves had issues with being deployed in the chosen site and had then started to migrate even after a second 29mm s3 valve was implanted valve-in-valve within the first thv valve. The patient has had some major reconstructive surgery of the aortic root, with a replacement and septal myomectomy in 2019, which combined with a lipotamous hypertrophic mass, which could have contributed to some anatomical issues pertaining to the placement and migration of the two 29mm s3 valve." Per the instructions for use (IFU), device acute migration or malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, patient had a major reconstructive surgery of the aortic root, with a replacement and septal myomectomy which combined with a lipotamous hypertrophic mass. Additionally, there was calcium underappreciated in the conduit causing the balloon to meet resistance. As such, available information suggests that patient factors (landing zone characteristics) may have contributed to the valve malposition. In this case, the interaction of the delivery system with valves during withdrawal caused valve migration. As such, available information suggests that procedure factor (interaction of the delivery system) may have contributed to the migrated valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a case with a 29mm sapien 3 valve in pulmonic position by transfemoral approach, upon inflation of the initial valve +3cc, it was noted that the outflow end of the balloon had inflated prior to the inflow. This, along with decreased compliance of the distal pulmonary artery, caused the valve to deploy much shallower than anticipated, around 50/50. There was no allegation of the balloon inflating differently than prior pulmonic valve deployment cases. Based on the angulation of the delivery system, the balloon appeared to deploy more distally than normal. There was calcium underappreciated in the conduit causing the balloon to meet resistance. A second 29mm sapien 3 valve was prepped and it was attempted to deploy in the desired location while immobilizing the initial valve. Upon inflation at nominal volume, the second valve was deployed within the first valve, again with the outflow end inflating to near full volume prior to the inflow. When the delivery system was withdrawn, it was noted that both the first and second valves had migrated deeper into the right ventricular outflow tract. The decision was made to stabilize the two valves with the system and sheath, and the patient was taken to the operating room for surgical removal and repair.